Event description:
The lead/research nurse reported an antimicrobial dressing was applied to a pediatric patient to treat an existing burn. The patient presented to an outpatient clinic one day later for a planned first dressing and wound (burn) assessment. During the assessment, the nurse observed the burn was deeper than initially thought. The clinician indicated the event may have been related to the dressing applied the previous day. As a result, the subject was immediately hospitalized and underwent a split skin grafting (ssg) the next day. It was reported the patient was discontinued from the clinical trial study on (B)(6) 2014. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the lead/research nurse the information provided the subject was part of a clinical trial study to assess the safety and performance of the aquacel ag+ extra in partial thickness burns (protocol number (B)(4), protocol name, "(B)(4) study to assess the safety and performance of aquacel ag+ extra in partial thickness burns", adverse event (ae) subject number # (B)(4)). A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. This complaint involves 2 products; therefore an additional record has been created in order to capture this information.